Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, upon removal from the ureteroscope, the 200 micron tfl single use fiber broke. The issue was found during an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. The d4 "UDI," g2 and h8 fields were corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the device was mishandled during removal of the fiber from the scope. However, a definitive root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.